Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported capsular contracture, baker grade iii, developed a rash on the breast and "did some research that there was a recall because of a problem with these implants and started to panic". This relates to the right side. The device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b.5., d6b., h.6.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d2, d4, h4.

Event description:
Patient reported capsular contracture, baker grade iii, developed a rash on the breast and "did some research that there was a recall because of a problem with these implants and started to panic". This relates to the right side. The device has been explanted.